Event description:
During removal of hardware from lumbar spine, a driver head broke off inside of screw head. All hardware including screw with broken driver head removed as planned part of procedure.